Event description:
The distributor has reported that 10 pieces of tibial punch tower were delivered to (B)(4) for ministry of health as part of sgh tender. The distributor has reported that the surgeons could not insert the tibial punch inside the tibial punch tower.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.